Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the local office of olympus (B)(6). The engineer checked the subject device and found that the image on the screen appeared once when the subject device was turned the power on, then the image from video and y/c out terminals turned black, and the image from sdi and dvi out terminals flashed occasionally. Also, it was found that there was no abnormality in the printed circuit board of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from osh, there was the possibility that this phenomenon was attributed to the failure of the image processing circuit board, the power supply circuit board, or the lcd panel. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at an unspecified timing during a delivery acceptance inspection of the subject device at the user facility, the endoscopic image on the screen of the subject device flashed. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.